Event description:
[Covid-19] treatment under emergency use authorization (eua): patient was to receive the covid-19 vaccine. The syringe that was used to deliver the vaccine malfunctioned when the needle retracted prematurely. At this point the amount of vaccine delivered could not be determined. FDA safety report ID # (B)(4).